Event description:
The customer reported that when they attempted to use the md3 defibrillator on a patient who was coding as a result of choking, the defibrillator did not charge. The patient expired.